Manufacturer narrative:
Unable to confirm needle complaint due to customer returned only the sensor.

Event description:
It was reported that the sensor remained on the serter pedestal and that there was profuse bleeding at the insertion site. The blood glucose reading was 115 mg/dl. The customer stated that the first sensor she used came apart and rendered it unable to be used. She reported that the second sensor she used may have hit a blood vessel, causing bleeding, but she noted that the sensor otherwise worked properly. She declined troubleshooting for the bleeding at site and was advised to return the complete sensor, pedestal and needle hub assembly for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.